Manufacturer narrative:
The following sections were updated: date of this report. Device available for evaluation: changed "no to yes.", added date returned to manufacturer. Date received by manufacturer. Follow-up number. Add follow up type. Additional narrative. The following section was corrected: device code.

Manufacturer narrative:
Age at time of the event, date of birth not provided. Patient sex not provided. Patient weight not provided.

Event description:
Customer reported that the iunihg screw loosened in the patient's mouth.

Manufacturer narrative:
A certain gold-tite hexed screw (iunihg) was returned. Visual inspection of the as received product identified significant wear and discoloration around the threads, shank, and the collar. There was noticeable gouging around the hex circumference and debris in the hex feature. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: biomet 3i restorative manual, instrm rev c 09/16 information identified: instructions for use of the recommended restoration are provided along with the appropriate torque values. In the case of certain gold-tite hexed screw it is recommended to torque at 20 ncm. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. Customer reported that the screw loosened in the patient's mouth. The complaint could not be verified, as the exact details of the device usage were unknown and the reported loosening could not be replicated. The screw successfully threaded into the test implant during functional testing. A root cause for this complaint could not be determined. No corrective action is needed at this time. Expiration date, UDI: (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.